Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a ped device that failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located at the distal internal carotid artery near the bifurcation, at the anterior choroidal artery. The aneurysm dimensions reported included a max diameter of 4.2 mm, a 2.6 mm neck diameter, a landing zone (artery size) of 3.75 mm distal and 4.0 mm proximal. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered and the platelet reactivity units (pru) level was dual antibodies meet the required standard. The angiographic result post procedure was patent blood flow. It was reported that the pipeline stent was deployed within the vessel and the mid-segment failed to open; therefore, the stent was replaced. The pipeline was not positioned in a bend. It was not specified if the pipeline stuck in the capture coil. The pipeline had been deployed more than 50% when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices required to open the pipeline. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). Ancillary devices include a 8f guiding sheath and a phenom 27 microcatheter.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The middle section of the braid was open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer report of "failure to open at the middle section" was not confirmed, as the middle section of the braid was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicated that the braid was not positioned in the vessel bend, which rules it out as a possible cause. The customer also indicated that the vessel tortuosity was severe. In this event, the severe vessel tortuosity and damaged braid contributed to the failure to open. Such damage can occur from resheathing more than two times, over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.